Event description:
Hair-like foreign matter was found inside of the sterile pouch during inventory inspection at (B)(6). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
Hair-like foreign matter was found inside of the sterile pouch during inventory inspection at (B)(4). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The product was returned for evaluation. One sterile sakura fire star, 1.50 x 10 mm was received inside original package. A foreign material (hair-like) could be observed inside of the pouch. Not other damages were observed. The foreign material was measured and found out of specification parameters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed. The root cause could not be conclusively determined it appears to be related to the manufacturing process of the product. A risk assessment to address this issue has been conducted. This additional complaint does not change the severity or occurrence rate of the initial investigation, therefore no action will be taken at this time.